Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could reproduce the issue. Fse replaced the master tool manipulator (mtm) to resolve the 23031 error. The system was tested and verified ready for use. Based on the field evaluation, this reported event was confirmed which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, the investigation has yet not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if a product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the master tool manipulator left-2 (mtml-2) opto button on console 2 did not work with the "button disabled by the system" message on the screen. The isi tse checked the logs and confirmed the 23031 error opto button problem. The customer continued the procedure robotically as planned with console 1, with less than 15 minutes of delay. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the system was checked upon powering on, and it powered on with no errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) has been returned to the failure analysis team and the reported failure was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matl passed. The mtm had no problems detected.